Event description:
Boston scientific crm received information that this right ventricular lead dislodged one day post implant. The lead was explanted and replaced. There were no adverse patient effects reported other than the second procedure.